Event description:
It was reported that the atrial lead dislodged. The device was reprogrammed to vvi. On (B)(6) 2015, the patient became symptomatic due to vvi programming. The lead was successfully repositioned on (B)(6) 2015. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
(B)(4).